Event description:
The hospital reported a pt underwent a procedure and returned to the hospital one day later complaining of pain. The pt was found to have a perforated colon. The pt was subsequently transferred to the operating room for an exploratory laparotomy, debridement and closure of the colonic perforation.